Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector properly connected. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump would not turn on after battery replacement. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.